Event description:
It was reported that the device had intermittent primary audible test alarm issues. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device had intermittent primary audible alarm test. Device was in good condition with no appearance of any physical damaged, performed occlusion test ,primary audible alarm bgnd test. Unable to duplicate the primary audible alarm bgnd during occlusion test, unable to determine the intermittent of the error. Unable to determine who cause d the problem,j9 connector is fully seated and properly glued (3 surfaces ? Both side.).replaced speaker glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.